Event description:
On (B) (6) 2010, patient reported experiencing elevated blood glucose 2 times; once a week ago and the other a month ago. Patient stated on both occasions, he checked his blood glucose about 2-3 hours after delivering a bolus and noticed that his blood glucose was nearly 300 mg/dl. Patient reported he verified that the bolus history was correct. Patient stated no errors or alerts displayed on the infusion device during these elevated blood glucose episodes. Educated patient on how often to change the battery and the battery cover. Patient reported he has never changed the infusion adapter on the infusion device. Educated patient on when to change the adapter. Patient does not allow his insulin to warm to room temperature before inserting it into the infusion device. Patient reported several tiny air bubbles form in the insulin cartridge and result in air bubbles in the tubing during use. Educated him on allowing the insulin to warm to room temperature before using in the infusion device to avoid air bubbles. Patient stated during the last episode of elevated blood glucose, the infusion site was in use for a day and a half. Patient reported he did not check for air bubbles at that time but he believed that air bubbles caused the elevated blood glucose on both occasions. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.